Event description:
It was reported via repair work order that the jack could not pump up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the jack could not pump up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the side control pedal was functioning intermittently. The repair technician reported that the stretcher would not raise up when pressing the pedal electrically however the stretcher could be raised manually. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.